Event description:
It was reported that the right ventricular lead was causing muscle stimulation. It was also reported that the initial replacement lead could not be placed because could not get a good position. Both leads were removed and replaced by another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. The full lead was returned and analyzed. Blood was in/on the helix/lobe mechanism.